Event description:
Same case as MDR ID# 2134265-2012-02135. It was reported that following a stenting treatment procedure restenosis occurred. The target lesion was located in the left main coronary artery (lmca) extending to the proximal left circumflex (lcx) artery. A 2.5x12mm taxus liberte drug eluting stent (des) was implanted to treat the target lesion. Approximately 3 years later, vascular access was obtained via the femoral artery. An area of 90% stenosed, instent restenosis, was discovered at the distal edge of the previously implanted stent extending distally. The lesion was dilated with a non-bsc 2.5x10mm balloon catheter, and either a 2.5x15mm nc quantum apex balloon catheter or a non- bsc 2.5x15mm balloon catheter. A 2.5x12mm promus element plus was advanced; however, the stent delivery system (sds) was unable to cross the lesion as the device 'bumped' into calcification located at the distal edge of the previously implanted taxus liberte des. The promus element des was removed from the patient and it was noted that the 1st row of distal stent struts appeared elongated and the "shape of stent strut became something like a ring." The distance between proximal ro marker and mounted stent appeared longer than what was expected. The lesion was dilated with either a 2.5x15mm nc quantum apex balloon or a 2.5x15mm non-bsc balloon catheter. A 2.5x8mm non-bsc des was implanted. The stent was postdilated 3 times with the delivery balloon. There were no additional patient complications reported and the patient's current condition is good.

Manufacturer narrative:
Device is a combination product. A technical analysis could not be performed as the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the vessel was severely tortuous.

Manufacturer narrative:
(B)(4).